Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 398 mg/dl while on vacation. Reportedly, the customer was unsure of the cause of the elevated bg level but reported eating and drinking more than usual. Additionally, the customer has been only delivering food boluses to cover for the food consumed. Recommendation was made to consult with health care provider regarding diabetes management.